Event description:
Procedure: sigmoidectomy. According to the reporter: when the surgeon closed the instrument no abnormalities were found. The surgeon was able to fire the instrument easily. The instrument was removed from the anastomosis and the tissue rings were complete and correct. When the instrument was removed from the anastomosis the surgeon noticed that the instrument did not staple. The surgeon was unable to see any staples in the situs. The surgeon had to remove more tissue and repeat the step again. Operative time was extended by more than thirty minutes and unanticipated tissue loss occurred.

Manufacturer narrative:
(B)(4).